Event description:
It was reported that a unspecified system error (se) occurred during self-testing on the homechoice (hc). The caller stated they had cycle power to clear the alarm and the hc had passed self-testing. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in february 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.